Manufacturer narrative:
Device not returned.

Event description:
Reported the patient expired during the operation in 2007, due to an unknown reason. Reportedly, the device is not available for return.